Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose. Customer's blood glucose value was 31 mg/dl at the time of the incident and current blood glucose was 93 mg/dl, blood glucose was 275 mg/dl and sensor glucose was 52 mg/dl. The customer was assisted with troubleshooting and declined for low and high blood glucose. The customer currently suspended before low blood glucose. The customer was treated with food and high blood glucose was treated with insulin pump. Customer will not return device for analysis.